Event description:
Gyrus (B)(4) was notified that a sp generator model 744000 may possibly have been used along with some non gyrus (B)(4) resection equipment during a cysto procedure in which the pt died. The surgeon was using a pressure bag, perforated the bladder and the pt died the next day.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hospital have been unsuccessful, and the device has not yet been returned for eval. As a result, a determination cannot be made at this time. If further info becomes available, gyrus (B)(4) will continue the investigation and update the agency accordingly.